Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted,one into the lad, one into the om1 and one into the cx. One day post index procedure the patient suffered non q wave mi. The mi was a non q wave mi (target vessel) 3 rd udmi peri pci. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as causally related to the index device and not related to anti-platelet medication. The patient recovered.